Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous distal right coronary artery. Eighteen months prior to this procedure, a taxus liberte and a non bsc stent had been placed proximal to the target lesion. The 3.5x28mm taxus liberte stent became hung up with the previously placed stents. During withdrawal of the device, the proximal stent edge was lifted. The procedure was completed with another of the same device. The pt status is listed good with no complications reported.